Manufacturer narrative:
The returned device was evaluated. During evaluation the unit is able to power on while is plugged in to ac power; however, when ac power is unplugged the unit does turn off by itself. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that power issue on battery power. Additional information received "we charged the device overnight and even after charging the rad-8 would turn off immediately after unplugging it from ac power and would not remain powered on. The unit did engage in patient monitoring. Everything seemed to be functioning correctly until the unit was unplugged and it shut down".